Event description:
It was reported that the customer received a failed battery test after the customer was checking the battery contacts and battery compartment for damage. There was no damage. The customer's blood glucose level was 118 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.